Manufacturer narrative:
An investigation of the reported condition was performed. One sample without a lot number was received for evaluation. The sample received was not in the original package therefore, we cannot confirm the sample¿s lot number. However, the device history record (DHR) for the possible lots provided were reviewed and the product was manufactured according to acceptable specifications. The functional test was performed. The syringe was filled with solution and visually checked the barrel for leakage. The needle point was inserted into a rubber block so as to block fluid pathway, a firm force was applied to the plunger holding pressure for approximately 10 seconds as to simulate injection. The junction of hub to luer taper, hub to cannula and rubber tip were observed for leakage. The condition reported was not observed in the functional test. Therefore, the root cause of the reported condition could not be determined at this time. The process is running according to product specifications meeting all quality acceptance criteria. The product analysis did not confirm that the issue contributed to the reported condition. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 10/23/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that there were air bubbles in the inlet tubing assembly distal to the pump's syringe assembly. The customer also stated that there was leaking at the luer lock connection. There was no patient harm reported.